Manufacturer narrative:
Complaint allegation was confirmed upon evaluation the customer attached pictures. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4)that an ar-1288qis-90 quadlink implant system had an issue during an acl reconstruction procedure on (B)(6) 2023. When drilling the tunnel in the tibia, there was a strange noise, and then after assessing the flipcutter, the end of the mechanism came off completely. A piece broke off inside the patient and was retrieved. They had drilled the femur with the same flipcutter without issue. A new flipcutter with an unknown part and lot number was used to complete the procedure successfully. This occurred during use with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information via email: there was no adverse effect reported and no case delay. The femur was drilled previously with the same complaint device without issues before the complaint device then broke in the tibia while drilling the tunnel. The complaint device has been discarded.